Event description:
The customer reported that he called 911 and when the responding emts measured his blood glucose, the result was 24 mg/dl while the blood glucose meter in his pdm read over 200 mg/dl. Two control solution tests were done, with results of 138 and then 88 (control range not reported). His low blood glucose was treated by the responders (exact treatment was not reported), but he refused to go to the emergency room.

Manufacturer narrative:
The returned device was evaluated for glucose measurement (simulated strip tester) and bolus delivery; both functions performed within specifications. We are unable to confirm the reported malfunction nor was any other product condition that would have contributed to the reported hypoglycemia observed. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately," and "even if you cannot check your blood glucose, do not wait to treat symptoms of hypoglycemia, especially if you are alone. Waiting to treat symptoms could lead to severe hypoglycemia, which can quickly lead to shock, coma, or death." It advises "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm."